Manufacturer narrative:
Product event summary: it was reported that the external pulse generator generated an error. It was further reported that restarting the device did not resolve the issue. The disposition of the generator is currently unknown. No patient complications have been reported as a result of this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator generated an error. It was further reported that restarting the device did not resolve the issue. The disposition of the generator is currently unknown. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.